Event description:
Customer called to report that the probe wipe of the coulter act diff analyzer was dripping (approximately 0.25 cubic centimeters) during aspiration. The customer technical specialist (cts) assisted customer with troubleshooting by instructing customer to first flush the pathway through pinch valve (lv) 8, and then to replace the probe wipe. Lv8 is the pathway from the aspiration probe to the vacuum isolator chamber. After this troubleshooting was performed, there was no further evidence of leaking. The cts confirmed instrument performance with customer to ensure that the troubleshooting effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak is unknown, but was remediated upon the flushing of the pathway of lv8 and the replacement of the probe wipe. There have been no reports of recurrence by this account to date. (B)(4).